Event description:
Report received of an overdelivery. The customer contact indicated that the event was the result of an operator error in programming the device. The pump was programmed to deliver an unspecified volume of tpn at a rate of 46.8ml/hr instead of the intended rate of 2ml/hr. Approximately 10 minutes later, the pump alarmed for a distal occlusion. At this time, the nurse noted the error. The customer contact stated that the ventilated pt was treated with an unspecified number of doses of lasix for "fluid overload." The pump was reprogrammed to deliver at the intended rate and the infusion was continued. There were no reported adverse pt sequelae.